Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. The customer had not yet addressed bg level at the time of the report to tandem technical support. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.